Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Correction: d4: the lot number was inadvertently missed on the initial report and has been updated accordingly to reflect the correct information. Therefore, UDI: (B)(4)

Manufacturer narrative:
H10 additional narrative: investigation summary ==> according to the information provided, it was reported that during a rotator cuff repair, the expressew needle got stuck in expressew gun, need a replacement, will forward to manager. The complaint device was received and evaluated. Visual observations reveals that the device is worn due to the laser lines were slightly faded. In addition, the upper jaw of the passer has been significantly loose; in consequence, the jaws doesn¿t close normally contributing to a holding failure. It is not possible to test its functionality since the needle is jammed and broken inside the shaft of the gun. Therefore, this complaint can be confirmed. The loose is typically observed when clamping excessive tissue between the jaws combined with repetitive twisting action exerts excess load on the jaws. The possible root cause for the needle jammed can be attribute that the device retained bio-debris inside the shaft and was not thoroughly cleaned causing that failure inside the gun. Also, it is a possibility that it was pulled out from the distal end of the device which broke the needle. However, it cannot be conclusively affirmed. As a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported by sales rep via complaint submission tool the expressew iii w/o hook. During a rotator cuff repair, the expressew needle got stuck in expressew gun, need a replacement, will forward to manager. No patient consequences or surgical delay reported. The device is available to be returned for evaluation.